Manufacturer narrative:
Date of event was sometime in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy fluid. The cause of peritonitis was unknown. The patient was not hospitalized for the event. During the same week of onset, the patient was treated with an injection of fortum (1 gram, once daily and intraperitoneally) and an injection of vancomycin (2 gram, once a week, and intraperitoneally ) for 14 days. The patient recovered from the event and dianeal therapy was ongoing. No additional information is available.